Event description:
Per the clinic, the patient experienced a skin flap infection which began on (B)(6), 2011, necessitating treatment with IV antibiotics (specific type not reported). There are no plans to explant the device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2012; there are plans to reimplant the patient with a new device, however, this has not occurred as of the date of this report.(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.